Event description:
It was reported that balloon rupture occurred. A 10/3.00 flextome cutting balloon was selected for use. During procedure, the balloon was unable to cross the lesion and ruptured. The balloon was then simply pulled out from the patient's body. The procedure was completed with another of the same device. No complications reported and the patient is stable.